Event description:
The hcp reported that the pt was currently "unresponsive". The hcp planned to decrease the periodic bolus dose from 945 mcg/day to 640 mcg/day. No additional information will be made available to co.